Event description:
The customer notified gambro of an incident of a blood leak. Thirty minutes into the treatment the fresenius machine alarmed for blood leak. The blood leak was verified with a hemastix. Prior to the blood leak pt's hematocrit was 36%. Following the incident, the hematocrit was 34%. The pt did not require any medical intervention for the decreased hematocrit.